Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was planned by two physicians to be revised as patient was receiving unnecessary shocks. During the revision, it was found that the lead was damaged near the first rib/clavicle area, thus, it was decided to explant and replace this lead. Additionally, it was mentioned that this patient had a total knee replacement and he began to received inappropriate shocks after this surgery, during his rehabilitation. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed) with the helix retracted. Blood/body fluid noted in the lumen and in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Visual inspection showed damaged insulation (abrasion) around 305 to 325 millimeters from the terminal pin, which exposed conductors. The insulation abrasion is in the clavicle area. There is webbing damage between all 3 lumens. Laboratory testing was able to confirm the clinical allegations of inappropriate shock, device damage defective, and electric shock.

Event description:
It was reported that this right ventricular lead was planned by two physicians to be revised as patient was receiving unnecessary shocks. During the revision, it was found that the lead was damaged near the first rib/clavicle area, thus, it was decided to explant and replace this lead. Additionally, it was mentioned that this patient had a total knee replacement and he began to received inappropriate shocks after this surgery, during his rehabilitation. This lead was returned for analysis. No additional adverse patient effects were reported.